Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an aspiration issue occurred. An 1.6mm jetstream® sc atherectomy catheter was selected for an atherectomy procedure in the tibial artery. The device was prepped with no issue. Aspiration was initiated inside the body. However, after the initial run, the device was not aspirating. The device was removed and an attempt to re-prime was unsuccessful. The procedure was completed with another of the same device. There were no patient complications and the patient's condition was fine.

Manufacturer narrative:
Age at time of event: over 70.

Event description:
It was reported that an aspiration issue occurred. An 1.6mm jetstream® sc atherectomy catheter was selected for an atherectomy procedure in the tibial artery. The device was prepped with no issue. Aspiration was initiated inside the body. However, after the initial run, the device was not aspirating. The device was removed and an attempt to re-prime was unsuccessful. The procedure was completed with another of the same device. There were no patient complications and the patient's condition was fine.